Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, the patient had an essure coil implanted immediately before the hta procedure was attempted. During the seal integrity check phase of the hta procedure, the site started to receive fluid loss alarms. The amount of fluid loss was so low that the site thought it to be due to the patient's cavity expanding and contracting and continued the procedure. The site received multiple more fluid loss alarms during the heating phase, and eventually abandoned the procedure. The saline was approximately 50 degrees celsius. No ablation was ever performed with the genesys. A competitor's device, thermachoice, was used to complete the ablation procedure. The patient had no reported complications and was released. On (B)(6) 2012, boston scientific corporation became aware that on (B)(6) 2012, the patient went to the emergency room due to pelvic pain. An exploratory laparoscopy was conducted and the essure coil was found floating freely in the pelvis, having perforated through the patient's uterine wall. The essure coil was retrieved and inflammation of the ileum was noted. A reanastomosis and bowel resection were performed later that day removing approximately eight to ten centimeters of her bowel. The patient's condition was noted as "ok" following the procedure and she was discharged from the hospital two days later, on (B)(6) 2012. After being home for approximately one week, the patient voluntarily returned to the hospital due to bowel obstruction and was readmitted as her ileum was reportedly "not passing anything." A nasogastric tube was placed and the patient remained in the hospital for approximately a week. The patient was then released from the hospital and has been described as doing "psychologically and physically well." This adverse event involved the essure coils perforating the uterine wall of the patient prior to the attempt of ablation. After the coil was placed, the hta system was used for ablation therapy uneventfully before the fluid was even heated, which led the physician to use a competitor's ablation device in order to complete the ablation therapy. Pathology results from the bowel resection were unable to identify any thermal injury and no coagulation of tissue was noted, indicating that the damage was not a result of the hta procedure. Dr (B)(6) stated that although the essure coil procedure was completed, he now believes that one of the coils had begun to perforate the wall during that procedure. The genesys hta manual states "do not perform same day hta procedure and hysteroscopic tubal occlusion/sterilization. Ablation may cause intrauterine synechiae which can compromise (i.e. Prevent) the 3-month confirmation test (hsg) for the tubal occlusion device. Women who have inadequate 3-month confirmation tests cannot rely on the tubal occlusion device for contraception."

Manufacturer narrative:
Although the patient's exact age is unknown, she is over 18 years of age. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.